Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with a pump reset and advised to use multiple daily injections for insulin delivery if current pump fails before replacement.